Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the returned device found a faulty switch during evaluation; however; per the legal manufacturer, this issue of a faulty switch is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
During an asset return (demo loaner device) inspection with no reported issue received from the customer, faulty switch was observed on the device. This report is being submitted due to the finding of "faulty switch" identified during device return inspection. There was no patient involvement on this reported event. No harm or user injury reported.

Manufacturer narrative:
The subject device evaluation found faulty switch, noted that the e-stop (emergency stop button) is broken away from the device. Device was noted to be running software version 2.2. No other issues found with the device. Device was returned with accessories footswitch and power cord/miscellaneous. Investigation is ongoing. This report will be supplemented accordingly following investigation.